Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a telemetry anomaly and noise was noted on the pulse generator. The device had a history of noise and was determined to be a device anomaly.